Event description:
It was reported that during a low anterior resection procedure, when the surgeon fired the gun he did not hear the audible crunch, and on examination the gun had neither stapled or cut the tissue. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.